Event description:
It was reported that the patient experienced recurring incontinence and atrophy with an artificial urinary sphincter (aus) leading to the device being removed. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risks associated with implant of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.